Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-apr-2019, UDI#: (B)(4); product ID: 977a260, serial/lot # (B)(4): , ubd: 05-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the leads moved and no longer worked correctly. Patient stated with different programming it would cover the area but would also affect their digestion. Patient stated they have scoliosis and the leads seemed to have straightened out. Patient stated they wanted to know if they should remove it because it did not work. No further complications were reported/anticipated.